Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was returned for investigation. No physical damage was noted on the returned product. Significant biomaterial was found on the impeller and could not be removed. The pump was then tested in a bucket of water, where low pump flow was reproduced. Data log shows suction alarms, low pump flow, and motor current spikes from the start of the case run, which supports the biomaterial ingestion event. Thrombus failure mode was added as an investigated failure mode based on data log review and returned product investigation. The cause of the low pump flow issue was biomaterial, based on data log review and returned product information. The root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed to support a patient who came into the emergency room with st-elevation myocardial infarction, biventricular failure and ventricular tachycardia arresting. The impella cp was placed and then the impella rp flex was placed. The impella cp pump had low flows despite all measures and troubleshooting and was removed and replaced. A new impella cp and impella rp flex support the patient while awaiting the family decisions as not a candidate for surgery.